Event description:
It was reported during knee arthroplasty that the femoral impactor block fractured upon impaction with the femur. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the picture provided confirmed the impactor head was fractured into two pieces and exhibited signs of repeated use (gouged). The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of eleven (11) years and exhibits signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.